Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leak event on 16-may-2024. The leak was at site. The infusion set was in use foe half a day. No further information available.